Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the procedure performed was a non-target vessel revascularization.

Event description:
(B)(4) study. Same case as 2134265-2013-03898; 2134265-2013-03894. It was reported that following a stenting treatment procedure restenosis occurred. In (B)(6) 2008, three taxus express2 stents were placed in the mid rca (right coronary artery). Restenosis of the proximal rca was found in (B)(6) 2012. The patient had no ischemic symptoms at the time of the event. The 3.3x15.1mm lesion was 58% stenosed with timi 3 flow. A xience v stent was placed resulting in 24% residual stenosis. The 4-year study follow-up was performed in (B)(6) 2012 and the patient had no anginal symptoms.

Manufacturer narrative:
(B)(4).